Event description:
The customer reported the machine was removing too much fluid. The nurse got two "extreme pressure tmp" alarms and was unable to clear both of them. The nurse then returned the pt's blood and took the pt off the prisma machine in question. The nurse then retrieved another prisma machine of an unk serial # with a new prisma set and resumed treatment without further complications.